Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that "on (B)(6) 2007 the patient presented status previous lumbar surgery with fusion having progressive symptoms. Pre-op diagnoses of recurrent lumbar instability, spondylolisthesis and degenerative disease with stenosis. The patient underwent re-do l1 through s1 lumbar laminectomies of l2-3 and l3-4, discectomies with osteotomies with interbody fusions of cages with auto and allograft bone as well as l2 through s1 pedicle screw fusion with auto and allograft bone, with intraoperative microscopy, intraoperative fluoroscopy, reduction of spondylolisthesis, intraoperative injection of intrathecal duramorph, implantation of 2 intramedullary pain pumps through 2 separate stab incisions with intraoperative monitoring and baseline emg and continuous emg monitoring through the case, as well as bilateral l2-s1 pedicle screw stimulation. Osteofil, gelfoam, and rhbmp-2/acs were used. Removal of old hardware." It was reported that post-op, the patient developed unspecified injuries. No further details are known at this time.